Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented for follow-up cta and progressive narrowing was detected at the distal aspect of the left iliac. The physician elected to treat the patient by implanting a distal left iliac stent on (B)(6) 2018. The patient recovered well and was discharged home the same day. There have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the left iliac stenosis could not be determined with the limited information available. The stenosis was successfully resolved following the placement of a stent with no additional patient sequelae reported. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.